Manufacturer narrative:
The following could not be completed with the limited information provided. Dob - ni, weight-ni, date implanted ¿ ni, date explanted ¿ ni.

Event description:
It has been reported that following a knee arthroplasty, the patient was revised due to instability.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. (B)(6). Date received- jun 13, 2017. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required as no trends were identified. Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. The reason for the revision was given as haemoarthrosis (bleeding in the joints) and hyperextension mid flexion instability. Per the nexgen knee system package insert, joint instability is a known risk of this procedure. A definitive root cause cannot be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It has been reported that following a knee arthroplasty, the patient was revised due to instability and haemarthrosis. The patient's knee was washed out, and the polyethylene component was removed and replaced.